Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit will not power on with ac nor dc. The ready-for-use indicator (rfu) displays a solid red x and no chirp. The ac led is off when connected to wall power. The battery is new and fully charged. There was no reported patient involvement.